Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was unknown at the time of the incident. The alarmed occurred during normal use. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. There was no indication of the insulin pump returning for analysis.